Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Concomitant medical product: dtbb1q1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy; the lead displayed high thresholds and there was an abrupt increase. It was also reported the lead displayed an abrupt increase in impedance and it was high. Additionally, there was over-sensing and a change in the r wave sensing. Approximately two weeks ago and during ventricular tachycardia there was an increase in the right ventricular pacing impedance. This occurred around the time a left ventricular assist device was placed. At the time of the revision while detaching the lead from the header, it was discovered there was not a grommet in the left ventricular port. There was difficulty engaging the screw, but ultimately the lead was removed from the port. The right ventricular lead was capped and replaced. The device was removed and replaced no further patient complications have been reported as a result of this event.